Event description:
On 8/22/99 the account reported a phenytoin result of 0.0 ug/ml. The physician questioned the result. The sample was repeated and was 31.44 ug/ml and 31.63 ug/ml. There was no impact to pt management.